Manufacturer narrative:
Concomitant product: product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The healthcare provider of a clinical study reported the patient indicated the stimulator migrated and it was hard and difficult to charge. The patient had poor coupling during recharge. No diagnostics or interventions were done. The event was considered unresolved with no further action planned. No patient symptoms were reported. The etiology was related to the device or therapy and possibly related to the implant procedure. More specifically etiology was noted as related to the recharge process. Patient indication for use is spinal pain and chronic low back pain.